Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alerts "cassette not attached properly" without a cassette present. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a cracked battery compartment, damaged air in line detector and defective uso seal. A review of the event history log found multiple instances of "cassette not attached properly." During the functional testing, the customer reported complaint was able to be confirmed. The cause was found to be a software/calibration issue. The battery compartment, air detector sensor and uso seal were replaced. Unit was reset to standard configuration. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.